Manufacturer narrative:
The ca2 reagent lot number was 82263101 with an expiration date of 30-nov-2025. The investigation determined the event was due to insufficient rinse water at the instrument¿s rinse station. The investigation determined the event was due to a maintenance issue.

Event description:
We received an allegation of a discrepant low result for 1 patient sample tested for calcium gen. 2 (ca2) on a cobas 8000 c 702 module. The initial result was 1.56 mmol/l. This result did not correspond to the patient¿s clinical condition and the sample was repeated. The repeat result was 1.98 mmol/l.